Event description:
On (B)(6) 2011, customer reported that the modular chemistry (mc) sample probe was leaking. Customer tried pushing cotton tipped applicator through the tubing but this did not resolve the issue. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a pea-sized fibrin clot in the wash collar vacuum valve. Fse cleared the clot, and this resolved the issue.

Manufacturer narrative:
(B)(4).